Manufacturer narrative:
Product complaint # (B)(4). Date of events: unk. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the lot number of the device available? No further information is available. What were the indications for surgery? Open total gastrectomy. What healthcare professional fired the device and what is his/her experience with the device? Another surgeon commented that the doctor who fired the device during procedure was a newcomer and he had not much experience. Were there any issues experienced with the device in the initial surgical procedure? Not reported. During the procedure, it was confirmed that the donuts were created properly. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No further information is available. Was the device difficult to fire? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Was a complete transection of the white breakaway washer visually confirmed? The surgeon reported the washer cut in the procedure. The surgeon always check cutting the washer and two donuts rings. Was a leak test performed? If so, what was the result? In this case, he completely checked them, however he did not perform the leak test for the patient, so it was late to find the leakage. How was leak identified? After noticing the leakage, the surgeon took the x-ray. All around the stapling were shaped u-form. Were there any issues noted with staple formation at any point throughout the care of the patient? All around the stapling were shaped u-form. How was the leak addressed? Judgement from the amount of the leakage, re-operation was not performed. Can more information be provided on further treatment required? No further information is available. Are the CT images available to be shared? No further information is available. What is the current status of the patient? The patient stopped starting meal and was considered the drainage procedure. And, the patient stopped the meal and had taken the drainage treatment. Update: the patient had already started eating and he is getting better. The patient is going to discharge next week.

Event description:
It was reported that two days after an open total gastrectomy, leakage occurred. It was found that the staples had been unformed when CT was taken. During the procedure, the donuts were created properly. The gap setting scale marked 1.0mm at the firing. The device was used between the esophagus and the jejunum. The hospitalization was prolonged due to stapling failure. The patient is still hospitalized. Suspending the meals is performed, and the drainage is under consideration.